Manufacturer narrative:
Concomitant products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 74002, lot# n205561, implanted: (B)(6) 2010, product type: adapter. Product ID: 3487a, lot# j0005700v, implanted: (B)(6) 2000, product typ:e lead. Product ID: 3487a, lot# j0005700v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3487a, lot# j0005700v, implanted: (B)(6)2000, product type: lead. Product ID: 3487a, lot# j0005700v, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that the patient had two stimulators. The right one was for their legs and back and the left one was for their arm area. Sometime in the year prior to the report the left implantable neurostimulator was explanted because it was infected and they did a shoulder replacement. It was noted that the leads were left in. Additional information has been requested, but it was not available as of the date of this report.